Manufacturer narrative:
(B)(4). Following information was requested but unavailable: did the patient have any pre-operative coagulopathy disorder? Was the patient on any pre-operative coagulopathy medication that could affect hemostasis? Were there any other actions taken to control bleeding prior to converting to open? Were there any technical factors related to the conversion to open? Were there any deficiencies noted with the device? Did the generator displayed any alert screen during the procedure?

Event description:
It was reported that the patient had a lymphoma in the spleen. Ileo colic arteries (less than 5mm but large for ileocolics as quite a large mass 20cm) were oozing after using harh36 with the green button. No pressure was applied whilst sealing. Case had to be converted into open. Patient is doing well and has been released home.

Manufacturer narrative:
(B)(4). Did the patient have any pre-operative coagulopathy disorder? Not that he can recall was the patient on any pre-operative coagulopathy medication that could affect hemostasis? Not that he can recall were there any other actions taken to control bleeding prior to converting to open? Clips were used were there any technical factors related to the conversion to open? None mentioned were there any deficiencies noted with the device? None noted. Did the generator displayed any alert screen during the procedure? No.